Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number 1627487-2019-05718; manufacturer report number 1627487-2019-05719.

Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
Manufacturer report number 1627487-2019-05718. Manufacturer report number 1627487-2019-05719. It was reported that possible infection was observed on the lead wound site. Patient had a recent lead revision procedure completed on (B)(6) 2019 reported in manufacturer report number 1627487-2019-03487 and manufacturer report number 1627487-2019-03488 for an unrelated issue. Infection is not due to dysfunction in sterility or due to procedure and not related to devices implanted. The patient has a history of type two diabetes, high adult 1c levels with bipolar disorder and poor healing wound care which together contributed to the infection. Lab cultures were taken for the infection; however, no results were available. Device system was explanted. There were no complications during the procedure. It is unknown if the infection issue was resolved. Patient was stable.